Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer unable to contact customer in follow-up call to ensure the initial concern is resolved - no contact information was provided for customer.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that the test strips were within date. Customer did not provide meter serial number and test strip lot number. Coordinator had initially spoken with customer; customer had disconnected call. Coordinator had transferred complaint information to technician. Technician was unable to contact the customer as customer did not provide contact information. No further information was able to be obtained.